Event description:
It was reported that a remote transmission revealed out of range high voltage lead impedance. The patient presented in clinic a week later, and no further alerts were observed. The system remains implanted and normal follow-up will continue.